Manufacturer narrative:
Insulin pump received with currents in specifications. No unexpected low battery. Insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement test. Minor scratched lcd window cracked near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
Customer's mother called to report damage to the insulin pump. Customer's mother reported that there are deep scratches on the display screen making it very difficult to read the screen. Customer's mother also reported that the pump is experiencing multiple battery issues. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.